Event description:
Additional information indicated that the engineering analysis was performed. The analysis confirmed that the device was operating and depleting normally. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that this pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker showed less than 0.5 year of battery life a month ago and currently showing two years with magnet rate of 100 pulses per minute (ppm). Boston scientific technical services (ts) discussed that the battery appeared to be on the cusp of current bins and automatic capture was turned on. Ts recommended frequent follow-ups based on these findings. This pacemaker remains in service. No adverse patient effects were reported.